Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown so a batch review could not be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc alarmed se 2367. The tsr had the hp cycle power again. The tsr explained the alarms to the hp. The hp will start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.